Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm mega needle driver instrument's wire was broken. No fragments fell into the patient. The procedure was completed but the patient outcome is unknown. Isi followed up with the initial reporter and obtained the following additional information: the surgeon was suturing when the wire broke, but they did not notice any issues with the functionality of the instrument during the surgical procedure, also no fragment fell inside the patient¿s anatomy. There was no injury to the patient and they had no returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. The broken cable cause loose cable at the proximal end. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. A review of the provided images is consistent with the reported broken wire.

Event description:
Refer to h11 for follow-up information.